Manufacturer narrative:
Correction: b1: "product problem" should not have been selected in the initial report. Earlier reporting said "leads" migrated, but only 1 lead had migrated, and it is unknown which did.

Event description:
Additional information was received that surgery occurred to explant and replace the leads, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01879. It was reported that following a hard fall, the patient's leads migrated, and the therapy was autoreducing. As a result, surgery may occur to address the issue.